Event description:
A (B)(6) customer opened a new carton of contour ts test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips are to be returned to the u.s. For evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent. The control test results were "hi", 389 mg/dl, 382 mg/dl and 2 results of e11, which confirms exposure to moisture. The high results and e11 were caused by the open bottle cap.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. All information provided to the u.s. By (B)(6), a bayer branch specialist for (B)(4).